Event description:
It was reported that the symptomatic patient with episode of syncope presented to the ER after receiving therapy. The programmed output did not convert the patient and required external defibrillation. The patient was in true vf and is currently intubated. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.